Event description:
The patient reported that their stimulation was too high in their stomach. The patient had a major, unrelated, surgery where they had their stomach taken out. It was noted that the stimulation was starting to shake their stomach and was painful. At the time of the report they used their programmer to verify that the stimulation was turned off by noting the lightning bolt in the upper left had corner. The stimulation was also turned down to 0.0 volts. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.